Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited erratic pacing impedance measurements on the right ventricular (rv) channel with evidence of out of range measurements. Additionally, erratic pacing impedance measurements were noted on the atrial channel. A review of the past and presenting data identified inappropriate atrial tachycardia response (atr) events due to oversensing from the minute ventilation (mv) feature. A boston scientific technical services consultant recommended system evaluation and instructed the caller to program off the respiratory rate trend (rrt) feature. No additional adverse patient effects were reported.